Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. It was reported that on 17-jun-2024 the patient experienced high blood glucose by pen and the blood glucose at the time of incident is 21mmol/l. The patient also reported symptoms of sick unwell and also reported high blood glucose, diabetic coma and dka. The patient also reported positive test for ketones and the value is 3.9. No further information available.